Manufacturer narrative:
Original bulk non sterile. Manufacturer has no direct contact with end user. Excluding specific information related to the original manufacture, contact, location, lot and code, visual review and manufacturing process/record review, information included in the MDR record was provided by original manufacturer's customer. Visuals of the device were provided and reviewed. The break was not clean but showed some evidence of stretching. Review of the original manufacturing records did not identify any related cause for the event. The product met final release criteria.

Event description:
It was reported that approximately 10 cm of the support catheter detached in the right iliac artery and remained in the patient. Surgical intervention was required to remove the detached catheter. The patient was reported to be doing well post procedure.